Event description:
Plaintiff reports initial implantation of the right implant on 9/18/83 with explant on 11/22/83. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel and/or an elastomer made of silicone."